Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. If additional information becomes available, a follow-up report will be submitted.

Event description:
A peritoneal dialysis nurse (pdrn) called to baxter corportate product surveillance to report a home patient (hp)'s mini cap transfer set being cracked. The pdrn stated the blue main body of the transfer set chipped along the seam all the way around. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.